Event description:
Error p displays on the screen. She tried changing the batteries, but it did not fix the issue.

Event description:
Error p displays on the screen. She tried changing the batteries, but it did not fix the issue.